Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery (rca) and a lesion in the left anterior descending (lad) artery, pre-dilatation was performed. A 3.0x12 mm rx xience prox stent delivery system (sds) was advanced without resistance to the rca and the proximal shaft separated. The sds was withdrawn from the patient anatomy without issue. A second 2.5x12 mm rx xience prox sds was advanced without resistance to the lad and the proximal shaft kinked during advancement. The sds was withdrawn from the patient anatomy without issue. New unspecified sds were used to successfully treat the target lesions. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the us; however, it similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.